Manufacturer narrative:
The referenced scope was returned to the service center. The service evaluation found the scope failed the air/water leak test from a large leak from instrument channel. The scope was opened and fluid invasion was confirmed inside the control body, scope connector and ultrasound connector. Aeration was performed and the scope was dried. Additionally, the adhesive on the elevator cover was missing, all switches were intermittent due to fluid invasion. The scope was repaired and returned to the customer. A review of the repair history shows the scope was last serviced in december 2021 for a failed leak test due to a loose probe unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry by the sterile processing department, supervisor at the user facility that the customer evis exera ii ultrasound gastro-videoscope ¿started leaking black fluid from the distal end after it came out of the automated processor". The event was found during reprocessing. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the foreign material was caused by an air leak in the device which impacted the reprocessing. The specific root cause of the air leak could not be determined at this time. Olympus will continue to monitor field performance for this device.